Event description:
A home patient (hp) contacted global technical services regarding a check final alarm that occurred on the homechoice (hc) unit during priming. The technical service representative (tsr) assisted the hp with troubleshooting. The hp stated the spike was not all the way into the final bag. The hp confirmed the issue resolved and the hc finished priming as normal. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check final line alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was due to use error; the patient noticed that the final solution bag was not completely spiked. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone and the patient continued therapy with the sample product; therefore, the sample was not requested at this time. Should any additional information become available, a follow-up report will be submitted.